Event description:
The patient underwent cataract surgery with implantation of the crystalens in the right eye (od) in 2007. One day postoperatively, the patient complained of glare in the operative eye. One month later, the physician performed a lens exchange and implanted a smaller diopter crystalens. The physician reported that the original lens implanted on event day was damaged by forceps during insertion and the physician believes the lens damage was causing the glare symptoms. Currently, the patient is unhappy with his ucva and the physician suspects continued lens vaulting as a possible cause. It should be noted that the patient's current bcva is 20/20.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. The physician attributed the glare to the lens damage.